Manufacturer narrative:
This report is filed on 07 feb 2014.

Event description:
Per the audiologist, the patient experienced a decrease in performance and the issue could not be resolved. The device was explanted and the patient was reimplanted with a new device on (B)(6) 2013.

Manufacturer narrative:
(B)(4).